Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer had failed and was not detected on the bus. A field service engineer pulled the cabinet out and removed the back panel to inspect the drawer controller board. Subsequently, the engineer disconnected and reconnected the rowboard cable. After reassembling the drawer, the engineer powered up the station and verified that the issue had been resolved. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation system auxiliary 2.1 drawer failed and not detected on the bus. The customer had tried to recover the drawer by rebooting the station, but the issue persists. This incident resulted in a delay to patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this incident.